Event description:
It was reported that the battery gauge was fluctuating and the battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy